Event description:
It was reported that the patient was implanted a b-s reinforcement ring new, 50 right on (B)(6) 2013. The patient was revised on (B)(6) 2014 due to breakage.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays or other source documents for reviews. It is stated that the patient is retaining the devices at the moment and a legal claim might be raised. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting additional information has been sent on (B)(6) 2014 to the country manager. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).